Manufacturer narrative:
H3; analysis of the pump (sn: (B)(6) determined the pump reached end of service (eos) based on time progression, as expected; h6; the method code for the pump has been updated to 10. The results code for the pump has been updated to 213. Concomitant medical products: product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2012; product type: catheter; product ID: 8840; product type: programmer, physician; product ID: 8709; lot# serial#: (B)(6); implanted: on (B)(6) 2012; product type: catheter; product ID: 8870; product type: software; product ID: 8870; product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), implanted: (B)(6) 2012, product type: catheter, product ID (B)(4), product type: programmer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-25, additional information was received from the healthcare professional (hcp). The hcp reported the programmer was an old 8840, but did not provide a serial number. The hcp went on to state they did not know software version and did not know where to find it. They stated a rep updates their programmer regularly.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) regarding a patient receiving gablofen (2,000 mcg/ml, 264.9 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. The hcp reported the patient's pump was refilled yesterday ((B)(6) 2018) and a routine side port access was performed to prepare for a pump replacement as the pump was nearing early replacement indicator (eri). The side port access was uneventful. A proper prime of the catheter was done catheter access port (cap) access which occurred at 11 am yesterday ((B)(6) 2018). At 11 pm last night, the patient experienced itching, pin and needles and bicycling with spasms so the patient took 10 mg po baclofen at midnight and at 5-6 am this morning. The hcp stated that the patient has had a lot of psychological issues/stressful living situation and the refill yesterday was emotionally and psychologically challenging. The psychological issues have been occurring for at least six months. The hcp stated "sometimes there is not increased spasticity with withdrawal as patients have went through withdrawal before with early pruritus and no other symptoms". The hcp inquired if "maybe the catheter volume was off as there have been revisions and that is why this current patient began experiencing symptoms". The hcp stated they would confirm pump programming, review event logs and program a therapeutic single bolus and monitor the patient for symptoms. Additional information was received the healthcare provider indicated that the issue was attributed to probable slight discrepancy between recorded and actual catheter length and volume. It was reported that the patient improved after a single 50 mg bolus and was stable. No further complications have been reported.

Manufacturer narrative:
Product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.